Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient¿s parent stated the site was sore, had a large red lump and pus. The patient¿s parent consulted with an healthcare personnel (hcp) who prescribed flucloxacillin, 250 mg, three times a day for nine days. At the time of report, the site was still sore and painful. No additional patient or event information is available.